Event description:
The customer received a blood glucose reading of 131 mg/dl from her breeze 2 meter and a reading of 69 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product is expected to return for evaluation at this time.